Event description:
Complainant alleged that the medics responded to a call for a 60 yr old male pt who had collapsed after shoveling snow. When the medics arrived upon the scene, CPR was in progress by the fire dept, and the pt was cyanosed about the face and neck. The medics monitored the pt with the device in semi-automatic mode, but the device did not advise shock to a shockable heart rhythm. The medics then switched the device to manual mode and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.